Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having cough frequently. The patient also states that the device was replaced by a new one on june 22, 2023. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges having cough frequently. The patient previously also states that the device was replaced by a new one on june 22, 2023. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation auto CPAP was returned to the third-party service center for evaluation. No foam particles were found; therefore, no components were replaced to correct a malfunction. The device was scrapped. Evaluation method code grid, evaluation results code grid, conclusion code grid are updated in this report.